Event description:
It is reported this event occurred in the cath lab. During the insertion procedure, the injection port of the distal lumen came off the inserted catheter. As a result, a new kit was opened and the catheter was placed successfully. There was no reported delay in treatment. There were no reported patient injuries, complications, or death.

Manufacturer narrative:
(B)(4).